Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 349 mg/dl at time of incident treated with manual injection. Customer alleged insulin pump was under delivering because manual injection brings their blood glucose down. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had issues with the battery. Customer reported that the drive support cap appears normal. Customer reported that the present of air bubble along the tubing length and approximate size of air bubbles was small like soda bubbles. Customer reported that the insulin exited at the quick release. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.